Event description:
It was reported that during a lap colon case, there was a handswitch error on a gen04 once the hand activation button was pressed for one of the handpieces used and a three-tone alarm with no error code for a second handpiece. The customer used a second generator and a second disposable instrument while attempting to resolve the issue during the case. The instruments used have the same lot number. The case was converted from lap to open to complete. The customer used electrosurgery to complete the case. The current status of the patient is unknown. Additional information: the sales rep reported that the customer stated that they did not believe the convert to open was a result of the errors with the harmonic devices. What is the rationale for the convert to open, rather than continuing the procedure laparoscopically. Unknown as I was informed that they completed the case open and the coordinator was not informed if it was a direct correlation to the harmonic issues why was the lap procedure not completed with another gen11, a gen04 or another method such as electro-cautery? The surgeons did try to complete the case with another hp054, another ace36e and another gen04. Or manager responded: the surgeons converted to open by preference. The harmonic ace36 was not functioning correctly after 2 generators and after opening 2 disposables.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Complaint was originally filed against the disposable on 3005075853-2012-01208. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and an error code 7 was displayed by the screen when trying to perform the hand activation test. The instrument was disassembled to perform an internal electrical test that revealed a short circuit condition at the midhousing level, affecting the hand activation feature of the device in such way that made it not functional. The instrument was disassembled to inspect internal components. The damaged acoustic isolator could have contributed to the loss of compressive force, not related with the reported issue. No conclusion could be drawn as to what caused this condition.